Event description:
Reporter indicated that device interrogation at office visit revealed that the device output current setting was set to 0ma instead of to prescribed parameter. The patient's relative reported that the patient experienced a seizure at school during which the magnet was used to initiate magnet mode stimulation. Six days later, the pt was seen for a follow-up visit with treating neurologist who indicated that 'everything was working fine'. At next office visit approximately one month later, device interrogation revealed that the device output current was set to 0ma, resulting in a lack of vns therapy to the patient. The device was reprogrammed to prescribed settings. Review of device programming history revealed that an interrupted lead test occurred during the first office visit after the patient experienced the seizure at school, resulting in output current setting of 0ma as expected. The device was not interrogated as the last step of that programming session to confirm proper device settings, resulting in a loss of vns therapy to the patient due to user error.